Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01253. Occupation: non-healthcare professional. (B)(4). Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: organ (mesenteric)/vena cava perforation, anxiety/worry, mental anguish, and stress. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety/worry, mental anguish, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, one additional complaint has been reported against this lot (2632410). The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to dvt (deep vein thrombosis). Patient is alleging vena cava perforation and organ perforation-mesenteric. The patient is further alleging anxiety/worry, mental anguish, and stress. Per a report from CT (compute tomography): "an ivc filter projects at the level of l2-l3. Filter appears well positioned. Filter projects below the level of the renal veins. There is no significant tilt identified. The tip of the filter is centrally positioned within the ivc. There is no evidence of strut fracture. The inferior struts on image 73, extend beyond the margins of the ivc by approximately 3 mm."